Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call having issues with there sensors not lasting. The customer¿s blood glucose level was 40mg/dl at the time of the incident. The customer treated low blood glucose levels with glucose tab, declined to trouble shoot for low blood glucose levels. The sensor is being replaced and is expected to return for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.